Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device jaws closed on tissue and would no longer open. The jaws were forced open and some bleeding occurred. There was no pt injury.